Event description:
On (B)(6) 2019, the patient contacted lifescan USA, alleging that his onetouch ultra 2 meter was reading inaccurately erratic, and inaccurately high compared to feelings. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported that he first became aware of the alleged meter issue, early in (B)(6) 2019, alleging that he obtained blood glucose readings of ¿150 and 180 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results within lifescan¿s criteria for precision. The patient also stated that he felt these results were higher than he was feeling. The patient reported that he manages his diabetes using insulin (no-adjustments), and that he made no changes to his normal diabetes management in response to the alleged issue. The patient stated that at an unknown time after the alleged issue began, he developed symptoms of ¿incoherent¿. In response to the alleged symptoms the emergency services were called. A blood glucose result of ¿56 mg/dl¿ was obtained on the emergency services meter and the patient was treated with some ¿food and drink¿. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.